Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the meter had an error 1 message that could not clear. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter has been returned and evaluated by product analysis on 11/21/2014 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 5 alarm occurred immediately when powering on the meter. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear an error 1 alarm sub code 5 message.